Event description:
It was reported that a new pump and catheter were implanted the day before the initial report was made and that the dose was too high for the patient. An overdose occurred. The pump was stopped the night before the initial report was made. Narcan was used, ¿but the patient did not respond.¿ it was added that ¿they had given him benadryl systemically and there were two different doctors involved and [the patient] got double dosed with the benadryl.¿ it was thought that the concomitant use of benadryl was why the patient did not respond to narcan. The doctor wanted to turn the pump off for 2 weeks until the wound healed. The device system was used to infuse morphine. Additional information received reported that the patient was vomiting post operatively. He was then given benadryl and ¿then showed signs of overdose groggy etc.¿ they stopped the pump that evening. The next day, they put the pump in shelf state. The patient was ¿doing well at that time.¿ the doctor planned to keep the pump in ¿shelf stage .09mg per day until wound heals then is going to refill and lower concentration due side port clear.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).